Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was not able to hear with the device. Tha patient has been re-implanted.

Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by minute device mobility was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient was not able to hear with the device. Tha patient has been re-implanted.